Event description:
It was reported that various estimated battery longevity was measured. No intervention was performed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device reached eri on (B)(6)2016. On (B)(6) 2016, longevity estimated 1.1 years to eri. Premature battery depletion was suspected. Device will be explanted.

Manufacturer narrative:
This follow-up is required to report the implant date.

Manufacturer narrative:
The reported event of a longevity estimation anomaly could not be confirmed as archived session records could not be obtained from the field. Longevity calculations showed the battery depletion was normal based on device usage. The device analog to digital converter circuit was tested and found to be normal. Functional testing was performed and the ICD was found to function normally. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
(B)(4).